Manufacturer narrative:
According to the product experience report, sample is not available for return. Argon is investigating this reported event and a follow-up report will be submitted upon investigation completion.

Event description:
Physician attempted to use a micro introducer kit during patient treatment. The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported the valve stayed open when they pulled out the dilater and 018 wire before they put the catheter in and the patient bleed everywhere. A replacement mis

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Since this is a known issue the complaint was confirmed. CAPA ca-00058 has been initiated to address the introducer leakage issue. The CAPA will document the root cause identified and the corrective action that was taken to address the issue.

Event description:
Physician attempted to use a micro introducer kit during patient treatment. The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported the valve stayed open when they pulled out the dilater and 018 wire before they put the catheter in and the patient bleed everywhere. A replacement mis.

Event description:
Physician attempted to use a micro introducer kit during patient treatment. The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported the valve stayed open when they pulled out the dilater and 018 wire before they put the catheter in and the patient bleed everywhere. A replacement mis.

Manufacturer narrative:
Corrected lot number 11493083.

Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.